Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented with lower extremity weakness and sub-therapeutic international normalized ratio (inr) of 1.2, lower extremity weakness resolved. Patient was hospitalized and started on intravenous anticoagulants. Overnight patient developed more persistent left sided lower extremity weakness which has improved some since onset. Initial computed tomography (CT) scan was negative, follow up scans did show a right cingulate gyrus cardiovascular accident (cva) which has stabilized without hemorrhagic conversion on two repeat scans. Symptoms have largely resolved and neuro isn't recommending further workup at this time but continuing to bridge patient due to the low (inr). Patient received anticoagulation therapy and antiplatelet therapy. It was further reported that patient has been pretty non-compliant with his blood pressure and doesn't know his medications very well. This has been worked on before. Patient continues to be stable in the hospital at this time with very minimal residual from the stroke. Currently awaiting a therapeutic inr. Device remains implanted. No further patient complications have been reported as a result of this event.